Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient had a dilated annulus, short restricted posterior leaflet, and severe calcification on the posterior annulus which made visualization difficult. The clip was implanted, however the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip and further reducing mr to 1+. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was due to challenging anatomy. A cause of the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.